Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.